Manufacturer narrative:
Rn of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Stagging the lip [lip injury]; brush heads have broken whilst in use and are stagging the lip [injury associated with device]; brush heads have broken whilst in use [device breakage]; unsure if they're counterfeit or not - oral-b [suspected counterfeit product]. Case description: a male consumer of unspecified age reported that the oral-b power oral care refills precision clean had broken while in use with an oral-b rechargeable toothbrush, version unknown and were stagging the lip. He stated that he was unsure if they were counterfeit or not. This was not the first time that the consumer had used these particular brush heads. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
On 29-jul-2016 product investigation results: reporter returned 4 toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Stagging the lip [lip injury]; brush heads have broken whilst in use and are stagging the lip [injury associated with device]; brush heads have broken whilst in use [device breakage]; product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that the oral-b power oral care refills precision clean had broken while in use with an oral-b rechargeable toothbrush, version unknown and were stagging the lip. He stated that he was unsure if they were counterfeit or not. This was not the first time that the consumer had used these particular brush heads. The case outcome was unknown. No further information was provided.